Event description:
It was reported that a patient underwent low anterior resection procedure on (B)(6) 2015 and suture was used to close the fascia. Post-operatively, the patient had to be brought back to the operating room due to a suture line dehiscence. The knot was noted to have unraveled and none of the runs were broken. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.